Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of multiple filter struts outside the inferior vena cava and occlusion. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported; however, the event could not be further clarified. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without images or procedural films for review, the reported tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to caval thrombosis, tilt, and perforation of multiple filter struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple filter struts outside the inferior vena cava (ivc) and occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the operative notes, the patient¿s right groin was prepped and draped, and the right femoral vein was accessed with a sheath. A vena cavagram was performed and the trapease filter was placed without difficulty. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting, blood clots, clotting and or occlusion of the ivc, and that a computerized tomography (CT) scan performed of the trapease filter additionally reported caval thrombosis. The patient further experienced anxiety related to the filter, becoming aware of these events approximately twelve years and nine months after implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of multiple filter struts outside the inferior vena cava (ivc) and occlusion. The patient reported becoming aware of perforation of filter struts outside the ivc, tilting, blood clots, clotting and or occlusion of the ivc, and that a computerized tomography (CT) scan additionally reported caval thrombosis, approximately twelve years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant record the filter was placed via the right femoral vein and deployed without difficulty. The patient tolerated the procedure well. The indication for the filter placement, dictation notes of the procedure and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported; however, the event could not be further clarified. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without images or procedural films for review, the reported tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation of multiple filter struts outside the inferior vena cava (ivc) and occlusion. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the operative notes, the patient¿s right groin was prepped and draped, and the right femoral vein was accessed with a sheath. A vena cavagram was performed and the trapease filter was placed without difficulty. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting, blood clots, clotting and or occlusion of the ivc, and that a computerized tomography (CT) scan performed of the trapease filter additionally reported caval thrombosis. The patient further experienced anxiety related to the filter, becoming aware of these events approximately twelve years and nine months after implantation. According to the information provided by an updated legal brief, the patient additionally reports that the filter malfunctioned causing injury and damage to the patient, including, but not limited to caval thrombosis and deep vein thrombosis (dvt).

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of multiple filter struts outside the inferior vena cava (ivc) and occlusion. The patient reported becoming aware of perforation of filter struts outside the ivc, tilting, blood clots, clotting and or occlusion of the ivc, and that a computerized tomography (CT) scan additionally reported caval thrombosis, approximately twelve years and nine months post implant. The patient also reported anxiety related to the filter. According to the implant record the filter was placed via the right femoral vein and deployed without difficulty. The patient tolerated the procedure well. New information received indicated that the filter caused caval thrombosis and deep vein thrombosis. No other additional, relevant information was provided. The indication for the filter placement, dictation notes of the procedure and medical history have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Occlusion was reported; however, the event could not be further clarified. Blood clots and occlusive thrombus within the filter and vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the clotting events include patient, pharmacological and vessel characteristics. Without images or procedural films for review, the reported tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.